Event description:
It was reported that pacemaker-dependent patient presented with dizziness in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead noise was reproducible. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.